Event description:
Additional information was received that a revision procedure was performed for this right ventricular (rv) lead due to the ongoing high shock lead impedances. During the revision procedure, that right atrial (ra) lead had to be extracted due to issues removing the rv lead, and the patient experienced an rv tear during the extraction. Pericardiocentesis was performed and CPR was started, and the surgeon had to open the chest to patch the hole in the rv. The patient was in critical condition and was being checked for neurologic status, and would start hypothermia therapy. It does not appear that another system was implanted at that time.

Manufacturer narrative:
3191 code was used to denote surgical intervention and CPR.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year, and was now hovering around 157 ohms. Non-invasive programmed stimulation (nips) was performed to test the lead. Ventricular tachycardia (vt) was induced and the first 31j shock failed, however 36j shock successfully converted. Vt was induced again, where the 31j shock was successfully converted. The physician was satisfied with the outcome, and the plan was to increase the high limit for daily measurements to 175 ohms and increase the first shock in the vf zone from 31 to 36j. The lead remains in-service at this time. No adverse patient effects were reported.